Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the repair technician reported that the fans in the roller pump were making excessive noise. Since this event occurred at the service center, there was no pt involvement during this event.